Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an unrecoverable loss of antenna passed the threshold. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. Global transmitter functional testing was performed and the transmitter passed with no deficiency. The returned device failed functional testing, however it was due to firmware incompatibility with the test station. A pairing test with a matching transmitter was performed and no loss of antenna was observed. The reported issue of unrecoverable loss of antenna passed threshold was not confirmed as the issue could not be reproduced with the returned receiver. The root cause could not be determined post investigation.